Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on, (B)(6) 2005 the patient presented with following pre-op diagnosis: 1. Herniated nucleus pulposus at c5-c6 and c6-c7. 2. Degenerative disc disease at c5-c6 and c6-c7. The patient underwent: 1. Anterior cervical discectomy and fusion at c5-c6 and c6-c7 with cage and bmp. 2. Premier plating from c5 to c7. As per op notes, a dichotomy incision was made and the disc material was taken out which was quite degenerative at c5-c6. Then the tapered cage was filled with bmp and impacted it. Attention was directed at c6-c7. A dichotomy incision was made. A 9 mm burr was used and then the 9 mm cage was filled with bmp. This was impacted. A 45 mm plate was selected. The plate was put down over the cervical spine and held with special pins. Later 13 mm screws were used to fix the plate. Ap and lateral views were taken both looked excellent. There were no patient complications. Post operatively patient sustained unspecified injuries due to rhbmp-2.